Event description:
Additional information was received on (B)(6) 2011, when the physician's assistant reported that the increase in seizures and magnet activations not aborting seizures was first noticed on (B)(6) 2011, when the diagnostics showed high impedance. No patient manipulation or trauma occurred that is believed to have caused or contributed to the high impedance. The physician's assistant stated that the vns continues to provide some benefit despite the high impedance, but not as much as it did when it was functioning properly. Vimpat was added to the patient's dicantin and keppra medications as an intervention and the patient's seizure control remains adequate. The physician's assistant also stated that the increase in seizure activity was a mild increase when compared to pre-vns baseline levels and the increase was only with the patient's complex partial seizures. No causal or contributory programming changes, medication changes, or other external factors preceded the onset of the increased seizures and magnet activations not aborting the seizures. The patient was seen on (B)(6) 2011 and diagnostics were within normal limits. The system and normal mode diagnostics on the patient's next visit on (B)(6) 2011, both showed output=limit/lead impedance=high/dcdc=7/eri=no. The patient's settings were output=1.75ma/frequency=15hz/pulse width=500usec/on time=30sec/off time=5min/magnet output=2ma/magnet on time=60sec/magnet pulse width=500. The patient's average number of seizures in august was listed as 1 seizure and the patient's average number of seizures for september, october, and november was 5 seizures. Although surgery is likely, it has not yet occurred.

Manufacturer narrative:
Date of event, corrected data: additional information was received from the physician's assistant which changed the aware date that was reported on the initial report.

Event description:
On (B)(6) 2011, a vns treating physician's assistant reported that the vns patient had high impedance during an office visit on (B)(6) 2011. The patient's system and normal mode diagnostics both showed output=limit/dcdc=7/lead impedance=high/neos=no. The patient can still feel the stimulation, but the magnet stimulation does not stop the seizures as it did in the past and the patient is also experiencing an increase in seizure activity. The patient was referred for surgery. X-rays were received by the manufacturer on (B)(6) 2011. No gross lead discontinuities or sharp angles appeared to be present. However, an unpronounced lead fracture or the presence of sharp angles cannot be ruled out as there is a portion of the lead behind the generator that is unable to be assessed. Clinic notes were received from the physician and review of the clinic notes dated (B)(6) 2011, revealed that the vns patient was experiencing a flurry of 5 episodes of seizures on (B)(6) 2011. The patient stated that she believed these episodes occurred because she was worried that halloween was coming up and it makes her anxious. The physician stated that the patient has never had complete seizure control and that it is not uncommon for her to have an occasional episode as described above. The physician reported that high impedance was detected during the clinical visit that day. The patient denied any knowledge of injury to the chest or neck. The patient's settings were output=1.75ma/frequency=15hz/pulse width=500usec/on time=30sec/off time=5min/magnet output=2.0ma/magnet on time=60sec/magnet pulse width=500usec. The physician reported that possible causes of the high impedance could be a discontinuity of the lead, the lead not being connected into the generator, or fibrosis at the nerve where the lead connects. A battery life calculation was performed with the programming history available which showed 9.39 years until eri=yes. Good faith attempts for additional information from the physician's assistant have been made but no further information has been received to date. Although surgery is likely, it has not yet occurred.

Event description:
The vns generator and lead were replaced on january 22, 2014. The generator was replaced first and diagnostics were performed, which indicated high lead impedance was still present. The lead was then replaced and diagnostics were within normal limit. Both the generator and lead were returned to the manufacturer on february 11, 2014.

Event description:
Analysis of the returned lead portion did not verify the reported complaint. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Analysis of the generator concluded that no abnormal performance or any other type of adverse condition was found. The device performed according to functional specifications.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned but did not cause or contribute to a death.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected, but did not cause or contribute to a death.